Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges that while the consumer was in the recline position, the chair got stuck and the consumer had to call 911 to get out of the chair.

Manufacturer narrative:
The device was returned and evaluated. The grommet that controls the strain relief was pulled from the hand control making it likely that customer abuse caused the failure.

Event description:
Provider alleges that while the consumer was in the recline position, the chair got stuck and the consumer had to call 911 to get out of the chair.